Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 145 ohms. Following the out-of-range shock impedance alert, shock impedances values stayed within the 120s ohm range. It was also noted that shock impedance measurements had been steadily rising over the past year. During synchronized shock, this ICD and rv lead recorded a code 1005 indicative of an open circuit condition during shock delivery. The vector breakdown was triad 127 ohms, rv coil to can 151 ohms, rv coil to right atrial (ra) coil 149 ohms, and ra coil to can 89 ohms. Technical services (ts) discussed that the rv coil appeared to be the cause of the high impedance measurements. The ICD and rv lead were explanted and a new system was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 145 ohms. Following the out-of-range shock impedance alert, shock impedances values stayed within the 120s ohm range. It was also noted that shock impedance measurements had been steadily rising over the past year. During synchronized shock, this ICD and rv lead recorded a code 1005 indicative of an open circuit condition during shock delivery. The vector breakdown was triad 127 ohms, rv coil to can 151 ohms, rv coil to right atrial (ra) coil 149 ohms, and ra coil to can 89 ohms. Technical services (ts) discussed that the rv coil appeared to be the cause of the high impedance measurements. The ICD and rv lead were explanted and a new system was implanted successfully. No additional adverse patient effects were reported.